Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically upon second inflation at 6 atmospheres within 30 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition post procedure.